Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was brought to the or for total knee revision, possible loosening of implants. Loosening was confirmed, patella, tibial baseplate & tibial insert were removed.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was brought to the o.r. For total knee revision, possible loosening of implants. Loosening was confirmed, patella, tibial baseplate and tibial insert were removed.